Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 200-300 mg/dl and the a1c had increased to 11 percent. After the alarms, the customer changed the infusion set site and delivered a correction bolus to address the bg level. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. A tandem clinical diabetes specialist met with the customer. Infusion site rotation and care was discussed. The customer was to changed the type of infusion set used.